Event description:
It was reported that the device continues to run when the trigger is not pressed. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.